Event description:
The pt reportedly experienced a loss of lock. Programming adjustments and exchange of external equipment did not resolve the issue. Surgery to reimplant the pt's device is under consideration.